Manufacturer narrative:
(B)(4). The device was evaluated and an increased intra-peritoneal volume (iipv) event was identified during the review of the event history logs. There was no non-conforming product found during sample analysis that was related to the reported issue. The cause was determined to be a use error, minimum drain volume percent was set too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, two increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 21:34:48. During night drain cycle nine, the patient's ultrafiltration reading was 626ml, indicating the home patient drained 626ml more than their maximum programmed fill volume of 750ml. No additional information is available.